Event description:
The manufacturer received information alleging a ventilator screen was black. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd board/pca was replaced to address the issue.